Event description:
Telephone call received from distributor indicating the cable sparked. During use, the surgeon stated "she wasn't getting power." At this point the cautery cord at the connection to the instrument sparked and caught fire. The bovie was turned off and the cord dropped to the floor. No pt injury was reported. As per a phone call follow up in 01/2004 the spark was from the generator end and not the instrument end. The cord was being used with none of the blunt forceps in the set a marlow 8068 when this incident occurred. The cord and instrument were sent to bi0-med. The cord was reported to be functioning at the beginning of the case. When the surgeon came back and started using it again there was no power. When the or nurse was reaching for the cord to make sure it was plugged in, the cord sparked, burst fire and split apart where the end that connects to the machine meets the cord. The spark flew from the cord, away from the table and landed on a piece of paper and scorched it. The drapes and pt were inspected, no injury noted.